Manufacturer narrative:
Date of event was reported as (B)(6) 2016.

Event description:
Information received from the patient reported that there was poor communication to the implantable neurostimulator (ins) using the programmer. The patient was also unable to communicate using the recharger unit. The last time the patient felt any stimulation was about 2 months ago ((B)(6) 2016). When asked when the last successful recharging session was the patient did not know. The reason the patient had not charged was that the equipment was very confusing. The patient had a return of pain in their legs in (B)(6) 2016 as a result of the event issue. The indication for use for the implanted device was noted as non-malignant pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.